Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "cap spin instrument was put inside the rod persuader and the end of the cap spin broke off with end cap still on the tip."